Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the device had wear and tear. Customer's blood glucose was 30 mg/dl. Customer declined troubleshooting for low blood glucose. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with all operating currents within specifications and passed the functional testing, including the rewind, self-test, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected low battery or battery alarms were noted during testing. The pump had minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip. No cracked lcd window was noted.